Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 511212 lead, implanted: (B)(6) 2008; 511211 lead; implanted: (B)(6) 2008; dtba1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds. The lead was found to have high thresholds and no capture at max output. Interrogation shows that the lead has t-wave oversensing and oversensing in the ventricular fibrillation (vf) zone. Isometric attempts were made to reproduce the oversensing but were not successful. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data of the lead collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture threshold measures greater than 2.5v consistently since (B)(4) 2013. There were no episodes available to verify lead noise oversensing.